Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they have been having issues with infusion set leaks and mentioned that they experienced low blood glucose levels of 50mg/dl at the time of the incident. Troubleshooting for infusion leak advised customer to change set. During troubleshooting for low blood glucose, the customer also mentioned that their current blood glucose level was 490mg/dl. Troubleshooting for the low reading found no indication that the insulin pump over delivered insulin. Troubleshooting for high blood glucose level found that customer have not treated. The customer stated drive support cap appeared normal, found no leaks or air bubbles, but found infusion set cannula to be kinked. Troubleshooting for bent cannula was performed and customer was advised to change set. The insulin pump will not be returned for analysis.